Event description:
Pt was injected with radiesse dermal filler in the cheeks, 3 days later the pt complained of redness swelling and tenderness in the left cheek.

Manufacturer narrative:
The pt had edema from the upper left cheek down to the jaw line, she denied any elevation in temperature. She was prescribed keflex 500mg po, bid. In follow up the pt has recovered from the infection.